Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose level on unknown date. Customer's blood glucose level was 870 mg/dl at the time of hospitalization. Customer went into the hospital because their insulin pump was set wrong. Troubleshooting was not performed. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.